Event description:
The user facility reported that a physician contacted their organization and reported that a pt had developed (B)(6) following an unspecified egd procedure at their facility.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report and was informed that on (B)(6) 2012 a female pt underwent a diagnostic esophagogastroduodenoscopy (egd) procedure due to abdominal pain. The procedure went well and the procedure was completed using the same gastroscope. However, the pt's primary care physician (pcp) contacted the user facility in (B)(6) 2012 and informed them that the pt was diagnosed with (B)(6) after undergoing the egd procedure. As part of the user facility's investigation into this matter the gastroscope was taken out of service, and the infection control officers have been involved with the investigation of their IV process, and reprocessing of the endoscope. The staff reported that there was no discrepancy observed in any of these processes, as their cleaning process meets all the current standards. The user facility also reported the subject gastroscope was used on 43 subsequent procedures and there was no reported complications. The user facility's staff have concluded that there was no relationship between the pt's (B)(6) with the use of the gastroscope. The user facility agreed to return the device to olympus for physical eval, however, the device has not yet been received. An olympus endoscopy support specialist (ess) was dispatched to assess the user facility's reprocessing practices and provide necessary training and educational materials to the staff. This report will be supplemented if significant add'l info is received. This report is being submitted in an abundance of caution.